Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent fracture occurred. The target lesion was located in the left main vessel. A synergy¿ drug-eluting stent was implanted to treat the lesion. However, it was noted to have fractured. A second stent was then placed. No patient complications were reported and the patient's status was fine.